Manufacturer narrative:
The device was returned to olympus for inspection, and the reported event was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty cable. Degradation problem identified. Problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The generator was returned to the service center with a report of error 172. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, error e433 was found. There was no patient involvement.